Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. The physician believe that the pneumothorax would have likely occurred via another modality. There is no allegation or report of a malfunction of an ion device.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and monitoring. The target lesion was about 3 centimeters in size and located in the left upper lobe, apicoposterior segment abutting both the pleura and a fissure. The physician preformed a bronchoalveolar lavage and staging using ultrasound bronchoscopy (ebus). The pneumothorax was detected via chest x-ray after the procedure. The initial size of the pneumothorax was 2.5 centimeters and it grew after about an hour. The patient recovered and was discharged home the next day. The physician believe that the pneumothorax would have likely occurred via another modality, there was no device malfunction associated with the event. The patient was diagnosed with malignant adenocarcinoma. The patient was referred to surgery and cyberknife treatment.